Event description:
An endoscope was cleaned as per policy and there was no endo-clip visualized and no resistance noted. During the endoscopy the endo-clip was deployed but was not intended, but could not be retrieved. The following day the endo-clip was successfully retrieved. FDA safety report ID# (B)(4).